Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a change in the patient¿s caregiver and hygiene was not maintained. Twelve days after the date of peritonitis onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the event with injection reflin,1 gram, and injection tobramycin, 40 mg (frequencies and routes were not reported). Four days after being admitted, the patient was recovered and discharged from the hospital. On unreported dates, pd therapies were discontinued, the patient¿s pd catheter was removed and the patient was switched to hemodialysis on alternative days. It was not reported if the caregiver was retrained on proper aseptic technique. No additional information is available.